Event description:
Inserted PICC line in 2002 for antibiotic therapy. Tried to remove 2 weeks later unable to remove PICC line entrapment. The nexy day unable to remove the PICC line, to ep lab for PICC line removal, only 1/2 retrieved. The next day to or for removal of retained part via right. Subclavian exilla vein.